Manufacturer narrative:
The returned screw was evaluated. The tulip has dissociated from the screw shaft. As this is the only event in which any of the screws within this part family have disassembled, it is likely that there was a specific cause related to the technique performed in this case. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
The tulip heads of four screws disassembled while the surgeon attempted to implant them with a power drill and screwdriver. The screws were all removed and replaced with alternative screws to complete the procedure. No patient harm was reported. This is report two of four for this event.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2019-00333 to 3012447612-2019-00336.

Event description:
The tulip heads of four screws disassembled while the surgeon attempted to implant them with a power drill and screwdriver. The screws were all removed and replaced with alternative screws to complete the procedure. No patient harm was reported. This is report two of four for this event.